Event description:
It was reported that the handpiece continued to run when the trigger was no longer activated. There was no report of pt or user injury, or if any adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer, however, the complaint could not be replicated. Internal components were evaluated and a damaged cable assembly was the suspected cause of the run-on condition. The cable assembly displayed excessive wear, which is most likely caused by improper storage/handling techniques. The handpiece was repaired and returned to the customer.